Manufacturer narrative:
Annex code d02 was added.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system exhibited non-recoverable 41014 errors. At the time, 2 instruments (maryland bipolar forceps and vessel sealer extend) were grasping tissue. The scope and other instruments were removed. The customer then turned off the system, checked the connections on all fiber cables, and then rebooted. The system came up with 31030 errors. Logs showed errors 23002, 23008, 23013, 41014 on the right master controller on surgeon side console (ssc) #1. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the staff turn off the system, remove instruments that were grasping tissue (using irk and vse slider) and then reseat all fiber cables at the two sscs and the vision cart. The staff then rebooted the system and error 31030 appeared. Logs showed that ssc #1 (serial # (B)(4)) was not communicating with the system. The tse asked the staff to identify ssc #1 so they could unplug it, but the doctor decided to convert to laparoscopic surgery at that point. The procedure was converted to a laparoscopic surgery. There was no report of patient injury. On 15-nov-2021, isi contacted the robotics coordinator and obtained the following additional information about the complaint: the staff was able to open the jaws of both the maryland bipolar and the vessel sealer extend instruments and release tissue. The instruments will not be returned back to isi. There was no injury to the patient. She was not able to provide any additional patient information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) and the right master tool manipulators (mtm) on the surgeon side console (ssc) due to the reported issue. The system was tested and verified as ready for use following the service. Isi received the rac involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to reproduce the reported failure, but could confirm the error via system logs. The rac was installed with a pca test system which launched in maintenance mode to program software, then power cycled 10x and sine cycled for 5 minutes without error. The system sat idle in normal mode for 30 minutes with no errors. To address errors 23 and 30, the rcm board will be replaced, as a preventative maintenance measure. The root cause of the customer's reported issue was determined to be non-device related factors. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to reproduce the reported failure, but could confirm the error via system logs. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: axis 1 motor, a1 motor cable, esmb pca, main wire harness. No trouble was found with the mtm. The root cause of the customer's reported issue was determined to be non-device related factors. A review of the site's complaint history shows no other complaints for other issues related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. The initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.